Event description:
It was reported that the ventilator generated a technical error code indicating turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information, turbine module input voltage error occurred when the device was switched from battery operation to operation on mains power. Turbine module input voltage error did not reoccur. No part was replaced. The device was delivered to the user in working condition. Turbine module input voltage error indicates that the turbine has stopped. The reported issue was confirmed in provided device's logs. Unfortunately as the cause of the alarm activation is unknown, the cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).